Event description:
The instrument was used during a laparoscopic cholecystectomy. It was reported the clip was not forming. The customer reported the first clip sometimes works, then on next firing the clips drop, don't form completely, and/or are scissored. Used another co's instrument to complete case. Instrument was from either ftr73 (morelikely) or ftr32.